Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stopper of the bd ultra-fine¿ insulin syringe was deformed. Found before use. No further information given. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: customer returned seven 3/10cc, 12.7mm, 29g syringes in a sealed poly bag from lot # 7142872. Customer states that the stopper was deformed. All returned syringes were examined and 6 out of 7 exhibited a deformed stopper in the barrel. Cycle testing was performed on the samples and noted increased force required to exercise the plunger rods within the assembled device. Additionally, when the samples were disassembled, all stoppers were noted to retain their deformed configuration. A review of the device history record was completed for batch # 7142872 all inspections were performed per the applicable operations qc specifications. There was one notification noted for dry barrels. There were two notifications noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Possible root causes for a damaged stopper include: this condition is referred to as a rolled stopper which can occur during the assembly process, when the plunger rod is being assembled in the barrel and there is inadequate (not enough) lube present in the barrel ID (inner diameter) and or the stopper itself does not have enough lube on it. As a result, the stopper does not move freely in the barrel and can become stuck and deformed. There is also the possibility that the stopper starts out being misaligned on the end of the plunger rod and then gets rolled as it is being inserted inside the barrel. Rolled stoppers can also be caused by partially peeling off the stopper before insertion into the syringe barrel. As per supplier, improper stacking of rubber sheets in autoclave cart, causing pinching/deformity. Probable root cause likely to be a combination of insufficient adhesive (not dry) within the barrels and potentially a deformity from the stopper supplier which was further exacerbated by the insufficient adhesive. CAPA 122939 was initiated by the holdrege plant to address deformed/damaged stoppers and their associated root cause(s). Batch# 7142872 was manufactured prior to initiation of this CAPA. No additional actions at this time.